Event description:
It was initially reported that the device failed the user test and would not enter the service mode. Upon evaluation by physio-control, it was observed that the device failed to complete a boot-up cycle. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.